Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up after having trouble connected the device to merlin.net. A device interrogation was attempted, but the device could not be interrogated with radio frequency (rf) telemetry. After upgrading the device for battery performance and cybersecurity, the telemetry was reactivated. The patient was stable and doing well.